Event description:
After the catheter was inserted and connected to the intra-aortic balloon pump, pumping was intermittently disturbed by helium loss alarms. Further investigation revealed that the bushing at the catheter's bifurcation had detached. There were no pt complications.